Event description:
During the consultation for the clinical reassessment of a painful right shoulder, about 4 and a half months from the implantation of a reversed total shoulder prosthesis. The current evolution is more related to a low noise evolution infection than a pain syndrome, as initially suspected. The control of the scar of the day is indeed inflammatory, with a swelling suggesting possible fistulization of the skin infection. Primary surgery was conducted, 5 months later infection was detected. 6 months after primary surgery the patient underwent a revision with implant removal and antibiotics. One year post-op the event resolved without sequelae.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Since data were provided, the opinion of a medical expert was sought and stated as following: "the images and medical information were reviewed and there are no medical risk factors for this patient for this event (other than being a male patient which increases the risk of a low-grade infection after shoulder arthroplasty a little bit). The x-rays show a correct implantation of the (later explanted) first implants and a correct implantation of humeral tornier flex shoulder/glenoid reversed ii during the one-stage revision surgery in (B)(6) 2019". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
During the consultation for the clinical reassessment of a painful right shoulder, about 4 and a half months from the implantation of a reversed total shoulder prosthesis. The current evolution is more related to a low noise evolution infection than a pain syndrome, as initially suspected. The control of the scar of the day is indeed inflammatory, with a swelling suggesting possible fistulization of the skin infection. Primary surgery was conducted, 5 months later infection was detected. 6 months after primary surgery the patient underwent a revision with implant removal and antibiotics. One year post-op the event resolved without sequelae.